Event description:
Follow up information received from the hcp reported that they have "about 300 pages of progress notes on the patient." It was stated that following the implant the patient developed urinary retention, and that they had urinary retention 20 years prior to date notified after "another surgery." Since implant, the patient has failed three voiding trial attempts. The patient has seen a urologist who was concerned it may be due to medications for movement disorder, so those have been weaned off. The implant has only been programmed once because of the medication weaning in the urinary retention. On (B)(6) 2016 the patient was seen by the hcp for first programming, and were admitted to the hospital on (B)(6) 2015 due to pneumonia and urosepsis, then went to a rehab center for 2 weeks. The medication weaning was interrupted due to errors by the care center causing their medications to be restarted. A note made on (B)(6) 2016 by the urologist indicated that the patient was having bladder spasms and utis. It is unknown if this was due to benign prostatic hyperplasia (bph). The patient still has an indwelling catheter, and the current plan is to have a cystoscopy to determine the cause of the urinary retention and spasm. Once that issue has resolved they will adjust medication and stimulation for movement disorder. The implant is current on and at setting programmed on (B)(6) 2016. The patient's dyskinesia has been minimal since (B)(6) 2016, and the cause of the urinary retention has not been firmly determined at the time of additional information.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that a recently implanted patient was having urinary retention issues. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.